Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device showed an error message. There was no reported patient involvement.

Manufacturer narrative:
A philips field service engineer evaluated the device and the reported problem was confirmed. The cause of the reported problem was due to the failure of processor pca. No repairs were done as the quote was rejected by customer. The device remains with the customer. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips the device showed an error message during self test. There was no reported patient involvement.